Event description:
The customer called philips to report that their mp70 bedside monitor was not showing caregroup popup alarms for other beds as expected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.